Event description:
Patient called to report adverse events involving his st. Jude neurostimulator. Patient stated that within 3 months of the neurostimulator being implanted, a lead came out and had to have a doctor replace it. Patient stated that in (B)(6) 2014, the device stopped communicating, had a lead fracture, and again had to have it replaced. Patient stated that 10 days ago, the device quit working. Patient said he had an x-ray taken and his current doctor is looking into how to move forward with the issue. Patient said he is frustrated and concerned as he has gone through 3 devices in 4 years with 2 different doctors. Patient was told this device was supposed to last 10 years, however, his devices fail frequently.